Event description:
Rptr stated pt had cataract surgery 3/27/96. During surgery, encountered difficulty getting vacuum pressure with handpiece. Both cassette and handpiece were changed, with adequate vacuum. No apparent injury noted at the time. One after surgery, received letter from pt's attorney that pt developed corneal edema post-op and on-going problem.